Event description:
It was reported that the cordless driver 3 was overheating during testing at the user facility. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.